Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left external iliac artery. This 7.0mm x 20mm, 75cm mustang balloon was inflated to 12atm and ruptured upon the first inflation. The device was removed intact. The procedure was completed with an 8mm x 20mm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and microscopic examination of the balloon found that a radial tear existed in the balloon material. The tear measured 5mm in circumference and was located at 18mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left external iliac artery. This 7.0mm x 20mm, 75cm mustang balloon was inflated to 12atm and ruptured upon the first inflation. The device was removed intact. The procedure was completed with an 8mm x 20mm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).